Event description:
It was reported the video system center had error e105 and e849 before and after an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the presume cause for the event could not be specified. However, a definitive root cause could not be determined. The device was returned to olympus for inspection, and the customer's reportable malfunction of e105 was not confirmed. Olympus will continue to monitor field performance for this device.